Manufacturer narrative:
The unit was received with cracked case at display window corners, the reservoir tube window corners and battery tube threads. The pump was received with a missing end cap sticker, loose drive support disk and minor scratches on the liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the battery and reservoir compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.